Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged during priming. The following information was provided by the initial reporter: material no. 320550, batch no. 9281256. It was reported that needle clogged during priming and injection. Verbatim: consumer reported needle clog during priming and during injection. Consumer stated that the pen depresses half way and then stops. Consumer does not reuse.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box 1200 us was clogged during priming. The following information was provided by the initial reporter: material no. 320550, batch no. 9281256. It was reported that needle clogged during priming and injection. Verbatim: consumer reported needle clog during priming and during injection. Consumer stated that the pen depresses half way and then stops. Consumer does not reuse.